Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: four (4) devices were received for evaluation. A visual inspection was performed, and it was noted that there was damage to a volcano valve on the molded cassettes. Scratches were also observed on the patient lines. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets had cuts on the lines. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no damage to the overpouches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred between september 29, 2023 and october 01, 2023. Should additional relevant information become available, a supplemental report will be submitted.